Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. It was noted that imaging was difficult. It was noted that both leaflets were unable to be grasped. The physician decided invert the lip and retract it back into the atrium. However, the clip became caught in the chordae. However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred. The physician decided to remove the mitraclip devices and treat the tissue damage with a non-abbott device. Mr increased to a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated. The reported premature activation could not be replicated in a testing environment due to the condition of the returned device. The reported difficult removal from anatomy, positioning failure, and poor image resolution could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported premature activation, difficult removal from anatomy, and positioning failure appear to be related to procedural conditions (clip caught in chordae, troubleshooting performed to remove clip). A cause for the reported poor imaging could not be conclusively determined. The reported mitral regurgitation and tissue injury are cascading events of the difficult removal from anatomy. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.